Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a adenotonsillectomy procedure when installing the coblator, the alarm came up with red indicator and high volume when the ablation mode was activated. The procedure was delayed for 1 hour and it was successfully finished by a conventional method using tonsil holding forceps, scissors and bipolar. No patient injuries reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: h3,h6: the device used in treatment, was not returned for evaluation. A relationship between the reported event and the device could not be established. A review of the device history records for the reported serial number (B)(6) showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review for pn 13546-02 for the past 3 years found no related failures. No containment or corrective actions are recommended at this time. Without the reported product a visual inspection and functional evaluation cannot be performed and customer´s complaint cannot be confirmed. Potential factors unrelated to the design or manufacture of the device that may lead to ¨constant alarm¨ include, but are not limited to: there may have been an issue with another device used as part of the system. There are no indications to suggest that the device/product did not meet specifications upon release into distribution.